Manufacturer narrative:
This report was opened to document the correction of the become aware date. The reportable event was discovered during the repair evaluation which occurred after the report was initiated. The become aware date has been updated to reflect the date of awareness of the reportable event.

Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation of the device at the third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was recalibrated to address the issues.